Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture. Fluoroscopy confirmed a lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.